Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The physician assessed that while the infection was at the pocket site, it was also next to the paddle lead and felt that it was dangerous. The symptoms were pain at the ipg site and redness. The patient was administered antibiotics. The cause of the infection is unknown. The symptoms have resolved.

Manufacturer narrative:
The source of the complaint was not determined. Sc-1132/(B)(4): the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-8336-50/(B)(4): one of the proximal end was cut during the explant procedure and was not returned. X-ray inspection did not find wire breakages. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316/(B)(4): both clik anchors are missing silicon eyelets. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The missing pieces of the clik anchor were removed from the patient during the surgery.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The physician assessed that while the infection was at the pocket site, it was also next to the paddle lead and felt that it was dangerous. The symptoms were pain at the ipg site and redness. The patient was administered antibiotics. The cause of the infection is unknown. The symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model #:sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The physician assessed that while the infection was at the pocket site, it was also next to the paddle lead and felt that it was dangerous. The symptoms were pain at the ipg site and redness. The patient was administered antibiotics. The cause of the infection is unknown. The symptoms have resolved.